Event description:
Doctor reports implant bnst413 was placed on (B)(6) 2019 and removed on (B)(6) 2019 due to non integration.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). This follow up report is being submitted due to corrected information being received. The placement date of the implant was incorrectly stated to be (B)(6) 2019. The correct placement date is (B)(6) 2019. The event is updated from being reported as a serious injury to be an event not meeting the criteria of a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reports that lack of primary stability was not achieved for implant bnst413 in tooth site #12.